Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an old battery. A failure of the battery cannot be ruled out as the reason for the service call. Further information has been requested. There was no reported patient involvement.